Event description:
A report was received that the patient¿s stimulator stopped working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that it was the competitor¿s device which stopped working and was explanted. A bsn product was implanted to replace the competitor¿s device.

Event description:
A report was received that the patient¿s stimulator stopped working. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4) 2013. Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.